Manufacturer narrative:
Clarification of response: it is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The root cause could not be determined as additional information was not provided for further investigation. Falsely high hemoglobin a1c results may lead to unnecessary medical intervention such as a confirmatory test for diabetes and prediabetes and an unnecessary adjustment of medication and diet in diabetics. Major changes in medication (insulin dosage) would be monitored by regular blood glucose testing, not by a hemoglobin a1c test. In this case the customer stated that the treatment was delayed. The doctor recognized discordance between the results. No further information regarding the treatment given to the patient was provided. The patient was not harmed and the patient's current condition was stated to be "healthy".

Event description:
The customer received questionable hemoglobin a1c results for one patient sample when tested on a cobas integra 800 analyzer, (B)(4). The patient sample was collected and received on (B)(6) 2011, testing was performed on (B)(6) 2011. The initial hemoglobin result was 0.1050 (10.50%). The result of 0.105 was reported outside the laboratory and the doctor questioned the result. The sample was sent to a reference laboratory and was retested on a tosoh analyzer and recovered 0.050 (5.0%). This result was reported outside the laboratory in a corrected report on (B)(6) 2011. The same sample was repeated (B)(6) 2011 on the cobas integra 800 analyzer and recovered 5.22%. The patient treatment was delayed. The patient was not harmed. The patient's current condition is "healthy".